Event description:
A material manager reported that the device deployed improperly and would not drain. In a follow up, the surgeon reported that during shunt implant surgery, no flow was noted after the shunt was implanted. He indicated that although he was able to verify that there was no obstruction from the iris or from viscoelastic, it is unk if the device contributed to the event. The shunt was explanted, a new tract was performed, and a new shunt was placed with good flow noted. The surgeon also stated the pt was "doing well at 2 weeks postop," and his intraocular pressure is at an acceptable range.

Manufacturer narrative:
Evaluation summary: the sample was not received for evaluation. The device history record (DHR) for the lot was reviewed with no abnormalities found, and the product met release criteria. A root cause has not been identified. There have been no other complaints reported in the lot number. Additional info was requested on 03/15/2012 by phone, fax, and mail. A completed questionnaire was received on 03/28/2012. (B)(4).